Event description:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .

Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product . The device provided 1.5 years of stimulation which is in the expected range. The root cause of the ¿replace generator¿ message was due to the device having normal battery depletion

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that external device displayed early replacement indicator. The company rep confirmed the battery voltage dropped below normal. Surgical intervention may take place to address the issue.